Event description:
The customer reported to olympus that, during periodic inspection/maintenance, the equipment was found with no image and front panel blinking. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation, it was observed that all light-emitting diode (leds) on the front panel were blinking continuously and no image was displayed on the monitor screen, due to a main board failure. In addition, tank socket corrosion; loose receptacle; and dust in the unit was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified, however it is likely that a faulty main board led to the malfunction resulting in the blinking of the light emitting diode on the front panel and the no image phenomena. Olympus will continue to monitor field performance for this device.